Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms included leakage from the pocket site and the generator was showing through the skin. The patient underwent an explant procedure of the ipg and the lead was cut but remained intact. The patient was prescribed with antibiotics. The patient stayed in the hospital for observation. The physician believed that the infection was not device related.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.